Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: 6947 implantable tachy lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the day aftet implant, the left ventricular (lv) lead had no capture. The lead was turned off but remains implanted. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.